Manufacturer narrative:
Analysis of the ins found no significant anomaly. The ins was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the pocket was warming when the patient was outside of a store. The ins turns itself off 2-3 times a day. The ins was replaced and the issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.